Event description:
After 7 months, implantation, the femoral stem component of a revision hip replacement fractured and was explanted. The weight of the pt exceeded the maximum as stipulated by the MFR for this device, and this is believed to be the cause of failure. It is not known at this time whether the physician was aware of this restriction. No MDR was filed at the time and this reporter became aware in 11/2003.